Event description:
Patient identifier: (B)(6). Additional information: the hcp reported that patient had the pump explanted approximately 4 years after implantation. The low battery alarm was noted on (B)(6) 2004 and the patient was admitted for implantation of new pump. No patient symptoms were reported. No information is available regarding the patient outcome.